Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 150 mg/dl in the morning. Reportedly, the customer forgot to deliver a food bolus during breakfast and had a bg level of 375 mg/dl. Reportedly, a bolus was delivered to address the bg level.